Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. Unable to rewind or prime due to the keypad and frozen screen issues. Advised that the insulin pump would be replaced. Nothing further was reported.